Manufacturer narrative:
The subject device was disposed in the hospital.

Event description:
It was reported that during the procedure the coil prematurely detached when it was repositioned. The coil was retrieved with a unknown type of snare and the procedure was completed successfully with other coils. There were no clinical consequences to the patient.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, a physical as well as a functional evaluation could be performed. Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. Per the device dfu: "if it is necessary to reposition the detachable coil, verify under fluoroscopy that the coil moves with a one-to-one motion. If the coil does not move with a one-to-one motion or movement is difficult, the coil may have stretched and could possibly migrate or break. Gently remove both the coil and microcatheter and replace with new devices." Information available indicated the reported issue occurred when repositioning the device. No other information was provided. Because a definitive cause could not be determined following review and analysis of all available information and because the product was not returned, the exact cause of the reported event cannot be determined.

Event description:
It was reported that during the procedure the coil prematurely detached when it was repositioned. The coil was retrieved with a unknown type of snare and the procedure was completed successfully with other coils. There were no clinical consequences to the patient.